Event description:
The customer reportedly received the following results on the accu-chek advantage system: 209mg/dl, 155mg/dl and 73mg/dl. The customer felt shaky, weak and sweaty. The customer received an additional set of results on the accu-chek advantage system: 200mg/dl, 150mg/dl and 70mg/dl. He felt shaky with the second set of comparisons. Each set of comparisons were obtained within a ten minute timeframe. The customer ate a candy bar after each event and felt better following treatment. No adverse event reported. New system sent to customer and return requested.